Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced buffer valve assembly 14 to resolve the issue.

Event description:
The customer alleged high na (sodium) and cl (chloride) erroneous patient results were generated on their au5800 clinical chemistry analyzer. The customer stated the patient sample results were reported outside of the laboratory, however the results were corrected/amended with no reports of impact to patient treatment. The customer did not provide instrument printouts for patient sample results or qc (quality conrol) data.